Manufacturer narrative:
The device was returned and passed all inspection criteria except for the broken tip. Dimensional inspection of the tip was not possible because it remains in the patient. A DHR was reviewed for this device and the instrument was manufactured to the defined specifications. This MDR is associated with MDR 1833824-2018-00038.

Event description:
It was reported that the final driver tip broke when the surgeon was trying to remove a set screw to retrieve a disassociated pedicle screw. The tip of the driver broke and is implanted in the screw in the patient. Surgery was completed successfully and with no injury to the patient.